Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including an ipg and two percutaneous leads, on (B)(6) 2010. It was reported that the pt was having difficulty using the charger to locate the ipg. A replacement charger was sent to the pt, but it is currently undetermined whether the external device resolved the issue. No further information is available at this time. This report is being submitted as a precautionary measure as similar alleged events have occasionally resulted in the explant of the ipg.